Event description:
It was reported that the non-preloaded multifocal intraocular lens (iol) was explanted from the patient's right eye. Another johnson and johnson iol was implanted as replacement (same model, +20.0 diopter). No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between nov 22, 2019 and dec 12, 2023. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, the initially implanted intraocular lens (iol) was exchanged for the same model lens with a 1.5 diopter difference, which indicates a calculation issue. For multifocal lenses, the physicians targets emmetropia which is also mentioned in the directions for use (dfu). There was no reported patient injury. There is no quality issue with johnson and johnson iol. Therefore, this event is assessed as not reportable. There will no longer be any further reporting under manufacturer report number 3012236936-2023-03328. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.